Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/15/2016. The fse found that the diluter card was damaged. The fse replaced the diluter card, which repaired the instrument from locking up. The fse also found that the probe wipe assembly was defective. The fse replaced the probe wipe assembly, which repaired the probe wipe not up errors. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer the coulter lh 750 hematology analyzer was locking up and generating diluter card failures. While troubleshooting the field service engineer (fse) also found the instrument was generating probe wipe not up errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.